Event description:
It was reported that balloon ruptures occurred. A 10mmx2.00mm wolverine coronary cutting balloon monorail and a 3.00mm x 12mm nc emerge balloon catheter were each advanced for dilatation. However, during the procedure, each of the balloons ruptured. The balloons were removed, and the procedure was completed with a different device. There were no complications reported and the patient was in good condition post-procedure.